Event description:
Debilitating side effects from essure procedure done (B) (6) 2010. Intense pain during surgery, heavy bleeding and cramping for over 4 weeks after procedure. Discomfort on left side - like a vibrating cell phone - for months now, cramping and bloating. Diagnosis or reason for use: sterilization.